Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5 mm balloon (unknown manufacturer). The physician attempted to advance a 2.50x20mm taxus express2 drug eluting stent to the lesion, but the shaft kinked. The physician changed to a 2.50x16 mm taxus express2 drug eluting stent. The guide catheter was also changed. The 2.50x16 mm moved on the balloon during preparation and was unable to cross to the lesion. The physician noticed the stent was not on the balloon when he removed the stent delivery system from inside the patient. Angiography confirmed that the stent was in the guide catheter. The guide catheter and stent were removed together. This procedure was completed with a non-boston scientific stent. No patient complications were reported. Patient status reported as "good."